Manufacturer narrative:
B3: event date is unknown d4: lot number is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, other) regarding a patient having posterior spine fusion at t3/l1 level for idiopathic scoliosis. It was reported that during the 90-day postoperative follow-up visit, imaging review revealed that the connectors were loosened, resulting in the left rod shifting. The distal end of the rod was observed to be aligned with the lowest screw, whereas at the 6-week follow-up it had been positioned below the lowest screw. A revision surgery was performed to address the issue. No patient symptoms were reported, and no further complications related to the event were noted.